Manufacturer narrative:
Method: lens work order search. Results: visual inspection of the returned product found piece of plate haptic is torn off and missing. Lens was returned in liquid. There was evidence of clear surgical residue. A lens work order search was performed and no similar complaint was found within the same work order. Conclusions (no conclusion can be drawn): based on the complaint history, work order search and the evaluation of the returned product, a specific root cause of this event could not be determined. (B)(4).

Event description:
The reporter stated the surgeon inserted a cc4204a collamer single piece lens in the patient's left eye. The incision was enlarged to remove the lens. No further information was available.